Event description:
The lay user / patient contacted lifescan on 10/7/05, alleging that the meter was set to the incorrect unit of measurement (uom). The patient did not realize that the meter was set to mg/dl. Approximately three weeks ago, the pt started to receive high readings; therefore, she contacted the hospital and her physician, and was advised to increase her insulin from short term (3 x 7 units day time) to (3 x 10 units day time) and long term (1 x 18 units night time) to (1 x 20 units night time). Pt did as was advised by her physician and started to feel faint and sick and passed out twice. During the times she fainted, her husband was with her and no further clinical information was provided. Patient's son in law noticed that the meter was set to the incorrect uom one day earlier. It would have been helpful to know her blood glucose readings prior to passing out and whether her husband contacted emt's or treated her when she passed out. The meter was previously set to the correct uom and the pt does not recall recently going into the meter settings and changing the uom. Customer care agent (cca) sent the patient a replacement meter.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.